Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the MRI power port. On (B)(6) 2024, the device had become nonfunctional and was no longer in use. On (B)(6) 2025, the patient presented for elective removal of the port. During the procedure, the catheter was found to be detached from the port hub and was not visualized within the surgical field. The procedure was completed without immediate complications, and a chest x-ray was ordered to locate the missing catheter. On (B)(6) 2025, imaging revealed a fractured catheter fragment extending from the superior vena cava into the right atrium. The patient was scheduled for interventional radiology on (B)(6) 2025, during which the catheter fragment was successfully retrieved via the internal jugular vein under fluoroscopic guidance. The current status of patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.